Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent.? What is the lot number? Unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Was the drain broken into two or more pieces? Yes. Were any drain pieces left inside the patient? No. If yes, how was the broken piece removed from the patient? Na. Are there any plans in place to remove the drain from the patient? Na. What is the current condition of the patient? No problem. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparotomy of pancreaticoduodenectomy on an unknown date and a drain was used. When the drain was removed and pulled it at the end of the operation, it was broken just under the skin. There was no re-operation and no effect on the patient. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number? ¿ did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? ¿ was the drain broken into two or more pieces? ¿ were any drain pieces left inside the patient? ¿ if yes, how was the broken piece removed from the patient? ¿ are there any plans in place to remove the drain from the patient? ¿ what is the current condition of the patient? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.